Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood/body fluid noted in all conductors (not obstructed).

Event description:
It was reported that during implant, the lead was not used due to the patient's anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.